Event description:
It was reported that the iab was inserted in the cath lab prior to surgery. After 28 hours of use, blood was noted in the helium tubing. The iab was removed without any complications. Initially, when the iab was inserted, the balloon reportedly took 10 minutes to unwrap and inflate.